Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010; 305c25 tissue valve, implanted: (B)(6) 2005.

Event description:
It was reported that x-ray showed the subcutaneous coil had pulled up into the pocket. No further information is available. The coil is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.